Event description:
Customer reports that following successfull tonsillectomy, a 7mm burn (unspecified) was noted on the right inner cheek of the patient. Additionally, a 15mm burn was noted on the right lateral tongue. The surgeon felt that the burns appeared to be the result of the scissors coming in contact with the tongue guard.